Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) during fill 2 of 3 and asked for assistance disconnecting from the liberty select cycler. The patient was reportedly not feeling well and stated an ambulance was at their home to take them to the hospital. No additional information was provided to ts. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed the patient¿s emergency was not related to the use of the liberty select cycler, pd therapy, or other fresenius product(s). The patient had other health issues (unspecified) for which they required medical attention. There was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) during fill 2 of 3 and asked for assistance disconnecting from the liberty select cycler. The patient was reportedly not feeling well and stated an ambulance was at their home to take them to the hospital. No additional information was provided to ts. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed the patient¿s emergency was not related to the use of the liberty select cycler, pd therapy, or other fresenius product(s). The patient had other health issues (unspecified) for which they required medical attention. There was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.